Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. (B)(4). There are warnings in the package insert that state that this type of event can occur: under storage and shelf life, it states, "instrument cases that have been processed and wrapped to maintain sterility should be stored in a manner to avoid extremes in temperature and moisture." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02238/ 02239).

Event description:
After initial sterilization, it was noticed that the instrument exhibited signs of corrosion. There was no patient involvement.